Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred during the load process. Additionally, it was reported that the pump fill estimate was inaccurate. Customer's blood glucose was 260 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.